Manufacturer narrative:
G4: 21oct2020. B4: 23oct2020. H11: b5: it was reported to philips that the device was unable to go into standby mode and a low tidal volume. H10: an authorized service personnel(asp) was dispatched to the customer site. The fse reconnected the air pipe however the problem still exists then it was determined that the gas delivery system needed to be replaced to return the device to working condition. The asp replaced the gas delivery system to resolve the reported issues. The device passed performance verification testing and was placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11sep2020.

Event description:
It was reported to philips that the device was unable to go into standby mode. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.